Event description:
It was reported that during a lap gastric bypass procedure, the surgeon attempted to clean the active blade of the device with another metal blade. Shortly after this, while he was activating the device in the patient, the device's active blade broke off inside the patient and was unretrievable. Some days later, the patient is recovering well. Unknown how case was completed.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.